Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the drive support cap and insulin pump. The customer reported no adverse event. The event involved product(s) mmt-754wws. The customer reported physical damage on the pump and cracks the reservoir was able to lock into place. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-754wws was requested and the customer response was the device will be returned.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to cracked/bleeding lcd class. Pump was cut and open no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker, scratched reservoir tube window. Drive support disk was inspected, and no anomaly was noted. Pump having missing segment/display anomaly due to cracked and bleeding lcd glass was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.